Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the trial procedure was undertaken on (B)(6) 2016 and was successful. Reportedly, no further action is required regarding the original permanent leads thus the issue is resolved.

Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced ineffective stimulation with his scs system. Reportedly, reprogramming was attempted to no avail. Follow-up identified the patient may undergo a trail for cervical stimulation as the next course of action to address the issue.